Manufacturer narrative:
(B)(4). Batch # v96828. Investigation summary: the product was returned for evaluation. Visual inspection were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was received with the jaw broken and the jaw was not returned for analysis. The instrument was disassembled and upon disassembly, nine clips were found inside the clip track. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the doctor was using the device, the first few firings worked great but then he said he felt the device "crunch" when he fired. When the doctor released tension on the firing trigger, one of the jaws completely fell off of the device. The single fragment was recovered and there were no adverse effects to the patient. Another like device was used to complete the procedure successfully. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # v96828. Investigation summary: the product was returned for evaluation. Visual inspection were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was received with the jaw broken and the jaw was not returned for analysis. The instrument was disassembled and upon disassembly, nine clips were found inside the clip track. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the doctor was using the device, the first few firings worked great but then he said he felt the device "crunch" when he fired. When the doctor released tension on the firing trigger, one of the jaws completely fell off of the device. The single fragment was recovered and there were no adverse effects to the patient. Another like device was used to complete the procedure successfully. There was no patient consequence.